Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of a metal frame shorting out to the luminescence panel.

Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed. The battery was changed and the display did not return. No further information was provided.